Event description:
T was reported that this pacemaker exhibited atrial undersensing in the post-ventricular atrial refractory period (pvarp), resulting in atrial pacing. Also, there was atrioventricular dyssynchrony. Technical services (ts) discussed reprogramming options to avoid this behavior. Ts also suspected functional loss of capture. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker exhibited atrial undersensing in the post-ventricular atrial refractory period (pvarp), resulting in atrial pacing. Also, there was atrioventricular desynchrony. Technical services (ts) discussed reprogramming options to avoid this behavior. Ts also suspected functional loss of capture. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. The cause of the atrial undersensing was not confirmed. It was also not confirmed if there was functional loss of capture. No adverse patient effects were reported.